Event description:
Report received from baxter reported solution leakage through the inlet port during pt use. Reporter stated device contained 5 fluorouracil and d5w for a total fill volume of 275ml. Reporter stated that pt was exposed to chemotherapy medication around the waist or chest area. Reporter further indicated that pt and hospital staff were examined for complications or chemo exposure but none were observed.